Event description:
Patient had 8 cuffed flex shiley trach placed. Upon return to unit, cuff pressure noted to be high (~70). Unable to maintain adequate ventilation (50% leak) with lower cuff pressure. Required return to or for exchange to portex. Did continue to have some leak issues with this style, though manageable with cuff pressures upper 20s. Surgical team notes in retrospect when they measure trach on imaging it is "upper limit" in size and they did not use manometer in or but did not perceive any issues with placement of trach itself.